Event description:
We received a complaint from our customer from china regarding our product to which the above stated filter needles were processed. The reason for the complaint was that the cannula shows numerous tiny light-colored fibers.

Manufacturer narrative:
(B)(4): initial MDR submission with device evaluation. A follow up MDR will be submitted if additional information is received. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. It was reported the cannula shows numerous tiny light-colored fibers. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. The needle shows what appears to be lubricant, but the photo is blurry and additional details cannot be observed. A device history record review was completed for provided material number 305211, lot 0051441. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative